Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site, as a result, patient underwent surgical intervention on (B)(6) 2020 where in the ipg was placed deeper resolving the issue.